Event description:
The patient's family member contacted lifescan and reported that the pt's one touch ultra meter was reading inaccurately high. There was no allegation of harm or serious injury. The patient had received a result of 328 mg/dl on their meter and were invalidly comaparing their meter result to the doctor's meter (result not provided), performed greater than 30 minutes apart. They were given insulin, which matches the high result on their meter. They were not experiencing any symptoms at the time of concern. During troubleshooting, it was verified that their meter was coded correctly and that their test strips were in good condition and within the expiration date. However they were not cleaning the puncture area correctly. They were walked through a control solution test, which failed outside the range. They were asked to retest, but the second control solution test also failed. A replacement meter, control solution, and test strips were sent to the patient.